Event description:
The facility reports during an orthopedic procedure on (B)(4) 2013, the small battery drive quit working. Batteries were changed and the device was cleaned, but device still did not function. It is reported the procedure was delayed approximately 2 minutes. A large battery drive was used to complete the procedure with no further problem, no harm to patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.